Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) wouldn't capture. The epg passed incoming inspection with no anomalies observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) wouldn't capture. The epg was replaced and returned for service. No patient complications have been reported as a result of this event.